Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Customer reported bivona tracheostomy tube had a piece of rubber closing off the hole of the tube causing non-stop coughing and abnormal oxygen levels. It was reported that the piece of rubber was attached inside. This event was observed during tracheostomy change. Tracheostomy was subsequently changed again. No further adverse events reported at this time. Additional information has been requested; if received, a supplemental report will be sent.

Manufacturer narrative:
One bivona® uncuffed pediatric flextend¿ plus standard straight flange tracheostomy tube was returned for investigation. The device was received in two pieces with the shaft and the neck flange assembly cut just below the connector hub with a portion of the shaft secured inside the connector. Visual inspection was conducted at a distance of 12" and under normal lighting and an occlusion was observed when looking through the connector. To further examine the occlusion, a portion of the silicone hub was cut away and the occlusion was viewed under magnification. During examination, it was found that adhesive had dripped into the inner diameter shaft of the device due to excess adhesive application on the outer diameter of the shaft. Investigation determined that the adhesive inside the shaft resulted in a flap which partially occluded the inner diameter. The root cause of the observed issue was attributed to an exception in the initial manufacturing of the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that due to the event, the patient's oxygen saturation dropped to 90. The patient's parents removed the tracheostomy tube and replaced it with the previous one and the patient recovered quickly. Upon removal of the tracheostomy tube, the patient's father cut the tube and pushed the obturator through the shaft and observed the plastic flap. The patient did not currently have a back up tracheostomy tube.